Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had no filament. The customer received sensor value not available and calibration not accepted messages. Customer's blood glucose level was 165 mg/dl. The device was not returned.